Event description:
It was reported that the patient had duracon knee with a universal baseplate and cr cemented femur. The patient complained of pain. Follow up with surgeon revealed that the patella pegs had sheered off. A poly swap was done while the surgeon was replacing the patella. The previous surgery was done in (B)(6). No further documentation or x-rays will be provided due to hospital policy.

Manufacturer narrative:
No device evaluation, history review or complaint history was performed as no devices were received or identified. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. The reported event regarding pain involving an unknown insert was not confirmed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 9mm insert. Additional information has been requested and if received will be provided in a supplemental report. Not returned.

Event description:
It was reported that the patient had duracon knee with a universal baseplate and cr cemented femur. The patient complained of pain. Follow up with surgeon revealed that the patella pegs had sheered off. A poly swap was done while the surgeon was replacing the patella. The previous surgery was done in wyoming. No further documentation or x-rays will be provided due to hospital policy.